Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device did not alarm for a spo2 value below 70, resulting in a resuscitation of a baby on (B)(6) 2018. A baby was successfully resuscitated. No patient data was provided.

Manufacturer narrative:
No device malfunction occurred. Testing found the device performing to specification. The issue was caused by a configuration issue. This issue was resolved by instructing the customer and changing the alarm configuration settings. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. The local key market provided a verbal response to the customer. No further communication was requested and none is warranted.